Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that buttons of the insulin pup were harder to press and had error codes. Customer's blood glucose level was unknown at the time of incident. Customer stated that battery life of the insulin pump was decreased from the first day and was slower to rewound. The insulin pump will not be returned for analysis.